Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and replaced for unrelated reasons.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms in all programmed vectors except for triad. Shock impedance measurements in triad were noted to be within normal limits at 115 ohms. Boston scientific technical services (ts) discussed the option of increasing the remote home monitoring alert trigger and continuing monitoring. The programmed vector was left in triad and the remote home monitoring alert trigger was increased. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.